Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed a broken wheel on the base of the machine. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective component which was replaced was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine was observed to have a broken wheel during hemodialysis therapy. The device was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.